Event description:
Endogator irrigation tubing hooked up to endoscope and no water would come through. This was discovered prior to patient involvement- no patient harm. Lot 1000281937, exp- 04/17/2028.